Manufacturer narrative:
Irritation to the eye is a known possibility if introduced to the eye. A warning is included in the instruction, including rinse with water and do not rub instruction. Follow up was performed by the lab. Pt was contacted with follow up instruction to rinse and not to rub the eye. Some blurred vision was experienced by the pt for a few days. After time, the lab follow up efforts were not responded to by the pt. The assumption is that the pt recovered completely. It is not known if the pt pursued medical advice or saw a physician in the following days.

Event description:
Complaint of eye injury. Ten20 conductive accidently introduced into eye during a sleep study. Pt had severe "night sweats" and the product may have been introduced into the eye as a result. Pt experienced some vision blurring for a few days. Lab made contact with the pt to follow progress. Also, lab advised pt to rinse eye and not to rub the eye. Pt advised to check with a physician if no improvement. It was not determined if the pt saw a physician. The lab has left messages with the pt, but the pt has not returned their calls.